Manufacturer narrative:
This product is manufactured in the us but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm, vticmo13.7 implantable collamer lens in the patient's left eye (os) and refractive surprise was noted. The lens was removed and replaced with another same model lens.